Event description:
It was reported that 911 was called due to the customer having a seizure and low blood glucose levels. Customer blood glucose value at the time of admission was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).